Event description:
The customer reported that while the unit was in use on a patient, they observed that a pin was pushed in on the pin connector. The patient was switched to another unit and therapy was continurd. No patient injury was reported.